Event description:
The facility reported a flo-gard infusion pump with "top broken." According to the facility, this event occurred in the maternity unit. This event may have interrupted delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with "top broken" was not confirmed. However, baxter quality engineering confirmed this condition as a broken door/door latch. This condition was caused by the pump's door being broken in its latch area. The door and door latch were replaced to correct this condition. A service history review was performed revealing there have been previous reported problems with this device that are the same as or similar to the reported condition. A device history review was performed with no exceptions during manufacturing found. Baxter will continue to monitor similar reports to determine if further actions are required.